Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux en y, while suturing the tissue, the needle broke in half and fell into the patient's cavity. The surgeon retrieved the broken needle using a grasper and opened a new handle and reload to resolve the issue. There was no patient injury.